Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12290. It was reported that catheter removal difficulty was encountered. The target lesion was located in the mid right coronary artery. After a guidezilla guide extension catheter was inserted, a 4.00x16mm promus premier stent was advanced but failed to cross the lesion. The stent was withdrawn but was caught with the guidezilla. Both devices were removed as a unit and no damages were noted on the stent. A non-bsc stent was then advanced but failed to cross and got caught in the guidezilla. The procedure was completed by ballooning using a 4.0 x 15 emerge balloon catheter. No patient complications were reported and the patient's status was stable.